Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest manufactures a similar device in the us. As of date the lot number of the device with the alleged defect has not been provided by the customer and it is unknown if the product was used on a patient . An investigation will be conducted and a follow medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue with the valve. The report states that particulate matter which looks like metallic fragment was found in the housing of the valve.